Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse cleaned the helium fittings, gasket, connections, and replaced the o-ring (0354-00-0208). The unit passed all functional and safety tests and was returned to customer.